Event description:
It was reported that low hv lead impedance was observed via remote transmission. Intra-operative testing could not reproduce the low impedance value. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.